Manufacturer narrative:
If the product is returned in the future, laboratory analysis will be performed to ensure proper device function.

Event description:
Boston scientific received information that the patient with this formally implanted device, which was included in a product advisory, filed litigation for monetary compensation due to pain and suffering. The attorney letter indicated the product was explanted over four years ago and to date, has not been returned for a post market evaluation. Additionally, the letter indicated the patient suffered from anxiety and other mental disorders out of fear that the implanted device could possibly malfunction. The patient alleged device settings would automatically change and feared the unintentional changes could subject them to periods of unprotected therapy.